Event description:
Dr reported that a vial labeled as containing a xive s implant actually contained a xive tg implant. The discovery occurred after the implant site was prepared and as a result, the dr had to interrupt the surgical procedure and complete it at a later date.